Event description:
Turned device from off to on creating whining noise (possible blender). Removed from pt and lines checked. Could not resolve whining. It was delivering correct rate and tidal volume.